Event description:
Report received of the device failing to detect distal occlusion. During routine preventative maintenance testing by the user facility's biomedical dept, the device failed to detect a distal occlusion on channel c. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.